Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that during a routine clinic visit, the patient indicated that the controller ac adapter had exposed wires in two places. The adapter was still in working order. The adapter was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ac adapter was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated batteries met all requirements for release. Failure analysis could not be performed as the device was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a damaged controller ac adapter output cable can be attributed to a tear on the output cable due to the handling of the device. If information is provided in the future, a supplemental report will be issued.